Manufacturer narrative:
The device was returned with the catheter cut 210 mm from the balloon's proximal tip. The distal end of the shuttle cartridge was also cut. The proximal section of the advancer tube was found inside the shuttle cartridge. The segment of the cut catheter lumen approximately 26 mm from where the tamp locks are located was not returned; therefore, a complete physical investigation could not be performed. Due to the dissected and separate device components, the root cause of the event could not be determined. The advancer tube was found inside the shuttle cartridge. Based on the dissected condition of the device as returned it was not possible to determine device patency and the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1520902) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the advancer tube was not visible after the shuttle down step. The doctor was certain that the shuttle-down was completed to a firm stop, but after the sheath withdrawal, the advancer tube was not visible. As evidenced by severed device, the doctor apparently tried to maintain vessel access via mynx catheter although this attempt was either unsuccessful or aborted in favor of alternative hemostasis methods. A c-clamp was initially placed then a femostop was also placed for a total duration of more than 30 minutes. The patient's hospitalization was not prolonged as a result of the mynx. Additional information: there was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: interventional peripheral vessel size: 6 mm stick location: medium sheath size: 6f.